Event description:
It was reported that a patient presented to the clinic for a follow-up when post-paced t-wave oversensing was observed on the stored egm. The device was reprogrammed. At a subsequent follow-up, post-paced t-wave oversensing was again observed on stored egm. The device was reprogrammed. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.